Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient tested on normal profile with high alert, and reported the alert vibrated with no sound. No medical intervention or injuries were reported.